Event description:
It was reported that a malfunction alarm occurred. There was no reported adverse impact to the customer's blood glucose level. Technical support assisted the customer with resetting the pump, but the issue recurred, resulting in the decision to replace the pump. The customer's pump was under warranty, and technical support confirmed the shipping address for the replacement. The customer was instructed on using a backup therapy to continue insulin delivery and was guided on returning the faulty pump.